Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly multiple times. The pump was able to be turned back on and the battery gauge displayed 70% battery life, however the pump shut off again within less than a minute. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.